Event description:
It was reported "the PICC nurse attempted to place a single lumen powerpicc using 3cg. Procedure was performed under normal circumstances and was fine until attempting to thread the PICC through the vein. The nurse noted he had difficulty threading the PICC due to the patient's anatomy which required him to try adjusting the PICC and stylet multiple times. After deciding the PICC placement would not work on this patient, the nurse removed the PICC and stylet to find that the stylet had curled inside of the PICC. After pushing the stylet through the end of the PICC, he found that 2" of the stylet tip had broken off inside the device. The tip was recovered and was not in the patient, however the magnetic tip still broke off from the rest of the stylet. The patient was not harmed and received a successful device later in the day."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and was determined to be use related. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The stylet was observed to be broken approximately 2.2 cm proximal to the distal tip of the stylet. The epoxy tip was observed to be present and intact on the detached distal segment of the stylet. The t-lock and warning hang tag were not returned with the sample. The polyimide section of the stylet was observed to be bent and curled, and the core wire was observed to be bent in multiple locations. A microscopic observation revealed the break in the stylet was between two magnets. Plastic deformation and some tearing of the polyimide tubing was observed at the break sites. The fracture surfaces were observed to be uneven, but mostly flat. Bends were observed in the polyimide tubing between each magnet in both segments of the stylet. Due to the extent of damage and usage residue observed on the returned sample, as well as the reported description of the event, the most-likely cause of the broken stylet is excessive manipulation leading to bending and, ultimately, breaking of the distal end of the stylet. The product IFU states: ¿flush the catheter with sterile normal saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ and ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and/or risk of patient injury.¿ a lot history review (lhr) of redx0733 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2472 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the PICC nurse attempted to place a single lumen powerpicc using 3cg. Procedure was performed under normal circumstances and was fine until attempting to thread the PICC through the vein. The nurse noted he had difficulty threading the PICC due to the patient's anatomy which required him to try adjusting the PICC and stylet multiple times. After deciding the PICC placement would not work on this patient, the nurse removed the PICC and stylet to find that the stylet had curled inside of the PICC. After pushing the stylet through the end of the PICC, he found that 2" of the stylet tip had broken off inside the device. The tip was recovered and was not in the patient, however the magnetic tip still broke off from the rest of the stylet. The patient was not harmed and received a successful device later in the day."